Event description:
It was reported that an angio-seal was selected for use post peripheral procedure that was performed to treat an occluded internal iliac artery. The angio-seal was deployed, but the site continued to bleed; however, it was not pulsatile bleeding. The physician then performed an ultrasound which revealed that the vessel was not patent. The physician commented that on his initial access to the left common femoral artery (cfa), he had caused a small dissection and re-punctured the artery successfully without any complications. The physician then accessed the right cfa and passed a balloon across the occlusion and performed an angioplasty at the site.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) states that if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.